Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately four years post port placement, the port allegedly had suction issue. It was further reported that the catheter allegedly broken and the distal catheter segment migrated to the right atrium. Reportedly the port body and the distal catheter segment were removed using a snare. There was no reported patient injury.

Event description:
It was reported that approximately four years and three months post port placement, the port allegedly had a suction issue and saline solution leaked. It was further reported that the catheter allegedly broken and the distal catheter segment migrated to the right atrium. Reportedly the port body and the distal catheter segment were removed using a snare. The patient current status is stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.